Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited no radiofrequency (rf) telemetry remotely. The patient then presented in clinic for follow-up. It was found that the ICD exhibited failure to interrogate via rf telemetry. Programming changes were made and the telemetry was restored. Patient condition was stable.